Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low anion gap results with false sodium (na) and carbon dioxide (co2) patient results on their dxc 600i clinical chemistry analyzer part number. The customer repeated the sample on another system and obtained a result considered correct by the customer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.